Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended delivery during the night and did not know why this occurred. The pump was unavailable to perform troubleshooting at the time tandem technical support was contacted. The customer's blood glucose levels were not impacted. No further information was provided.